Event description:
Event: rupture. Case detail: a successful implant procedure was performed on the pt in 2000. No endoleaks were seen during follow-up visits for two years. The discontinued follow-up visits. It was reported that 2003 the pt presented with nausea. A CT scan demonstrated that the aneurysm had increased in size from 6cm to 8cm. The pt was taken to the or where the aneurysm ruptured. The pt underwent open surgical repair and is reported to be doing well. It is not believed that the CT scan indicated any endoleak or migration. Films and an operative report have been requested.